Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable high inr result from their coaguchek xs meter compared to a sta compact max by stago analyzer using neoplastine cl plus reagent. At 2:30 pm the meter result was 3.4 inr. At 2:30 pm the laboratory result was 2.4 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer is anemic but they did not know their specific hematocrit level. The customer is currently taking an iron pill daily for their anemia. The customer had the flu shot about a month prior.